Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') in a (B)(6) year-old female patient who had essure (batch no. 624832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, recurrent abortion, urinary tract infection, cough, wheeze, anxiety disorder, uterine bleeding, asthma, vomiting, polyps, multigravida and parity previously administered products included for allergy: nsaids. Concurrent conditions included gerd, ankle sprain, post procedural bleeding, cramp in lower abdomen, endometrial ablation, congestion nasal, joint pain, shoulder pain, panic disorder, sinusitis, tmj syndrome, gastritis, rhinitis, dysthymia, renal disease, microalbuminuria, osteopenia, small kidney, back pain, sleep apnea, major depressive disorder, renal disease, discomfort, nausea, drug allergy (nausea and / or vomiting), adenomyosis and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for birth control as well as amoxicillin from (B)(6) 2017 to (B)(6) 2018, dextropropoxyphene;paracetamol (acetaminophen;propoxyphene) from (B)(6) 2008 to (B)(6) 2008, diclofenac sodium from (B)(6) 2017 to (B)(6) 2018, duloxetine hydrochloride (cymbalta), guaifenesin from (B)(6) 2017 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2008 to (B)(6) 2008, ibuprofen (motrin), lisinopril since (B)(6) 2018, naproxen sodium (aleve), nitrofurantoin from (B)(6) 2008 to (B)(6) 2008, paracetamol (tylenol) since (B)(6) 2018 and prednisone from (B)(6) 2017 to (B)(6) 2018. In 2008, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe:fibroids"), 10 years 2 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with alprazolam, buspirone, duloxetine, lorazepam, paroxetine hydrochloride (paxil) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine leiomyoma, hot flush, mood swings, anxiety, depression and uterine haemorrhage outcome was unknown. The reporter considered anxiety, depression, hot flush, menorrhagia, mood swings, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: number of coils right 03 left 05 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded.. Pregnancy test - on (B)(6) 2008: negative. Ultrasound scan - on (B)(6) 2018: uterus (non-pregnant patients) the myometrium appears heterogeneous in texture. There are 4 uterine fibroids visualized. The largest measures 2.1 x 1.8 x 1.7 cm and is located in the of the uterus. The endometrial stripe is heterogeneous. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, mood swings, menorrhagia, uterine fibroids. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Case became serious incident as removal was done. Reporters information and medical history were added. New event added: abnormal uterine bleeding we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic area pain') in a 44-year-old female patient who had essure (batch no. 624832) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, recurrent abortion, urinary tract infection, cough, wheeze, anxiety disorder, uterine bleeding, asthma, vomiting, polyps, multigravida and parity 2. Previously administered products included for allergy: nsaids. Concurrent conditions included gerd, ankle sprain, post procedural bleeding, cramp in lower abdomen, endometrial ablation, congestion nasal, joint pain, shoulder pain, panic disorder, sinusitis, tmj syndrome, gastritis, rhinitis, dysthymia, renal disease, microalbuminuria, osteopenia, small kidney, back pain, sleep apnea, major depressive disorder, renal disease, discomfort, nausea, drug allergy (nausea and / or vomiting), adenomyosis and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009 for birth control as well as amoxicillin from (B)(6) 2017 to (B)(6) 2018, dextropropoxyphene;paracetamol (acetaminophen;propoxyphene) from (B)(6) 2008 to (B)(6) 2008, diclofenac sodium from (B)(6) 2017 to (B)(6) 2018, duloxetine hydrochloride (cymbalta), guaifenesin from (B)(6) 2017 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2008 to (B)(6) 2008, ibuprofen (motrin), lisinopril since (B)(6) 2018, naproxen sodium (aleve), nitrofurantoin from (B)(6) 2008 to (B)(6) 2008, paracetamol (tylenol) since (B)(6) 2018 and prednisone from (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced anxiety ("anxiety/mental anguish") and depression ("depression"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced hot flush ("hormonal changes describe: hot flashes") and mood swings ("mood swings"). On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe:fibroids"), 10 years 2 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with alprazolam, buspirone, duloxetine, lorazepam, paroxetine hydrochloride (paxil) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, uterine haemorrhage, uterine leiomyoma, hot flush, mood swings, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, hot flush, menorrhagia, mood swings, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: number of coils right 03 left 05. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: result: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: negative. Ultrasound scan - on (B)(6) 2018: uterus (non-pregnant patients) the myometrium appears heterogeneous in texture. There are 4 uterine fibroids visualized. The largest measures 2.1 x 1.8 x 1.7 cm and is located in the of the uterus. The endometrial stripe is heterogeneous. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: hot flashes, mood swings, menorrhagia, uterine fibroids. Lot number: 624832 manufacturing date: 2007/06 expiration date: 2009/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.